Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant attempt of the left ventricular lead, the lead could not be fixed well after reaching the target position and repeatedly dislodged when slitting the sheath. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.